Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1h event site postal code:(B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the initially provided information, there was mold inside the device. On (B)(6) 2023, during the service visit on site, water or cleaning solution droplets were found on the light lens. As it was stated, a liquid most likely penetrated into the light housing and settled around the lens. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th august 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the initially provided information, there was mold inside the device. On 5th october 2023, during the service visit on site, water or cleaning solution droplets were found on the light lens. As it was stated, a liquid most likely penetrated into the light housing and settled around the lens. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Corrected b5 describe event and problem: on 28th august 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the initially provided information, there was mold inside the device. On 4th october 2023, during the service visit on site, water or cleaning solution droplets were found on the light lens. As it was stated, a liquid most likely penetrated into the light housing and settled around the lens. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the initially provided information, there was mold inside the device. On 5th october 2023, during the service visit on site, water or cleaning solution droplets were found on the light lens. As it was stated, a liquid most likely penetrated into the light housing and settled around the lens. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Based on an information gathered, the device was repaired and released for clinical use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: mold and moisture were detected inside a powerled 500 light head lens. According to the information provided, the examination of the light head involved showed evidence of mold specks and cleaning droplets on the light lens. It is probable that, during cleaning annd disinfection, a liquid has infiltrated into the center ring where the handle is mounted, the cleaning procedure has probably not been followed. Mold and moisture were removed. The light head was tested to manufacturers specifications and was returned to service. To prevent any incident, the powerled instruction for use # 01581 mentions: "warning! Risk of equipment damage the ingress of liquid inside the device during cleaning may adversely affect its operation. Do not clean the device under running water or spray a solution directly onto the device". Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 28th august 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the initially provided information, there was mold inside the device. On 4th october 2023, during the service visit on site, water or cleaning solution droplets were found on the light lens. As it was stated, a liquid most likely penetrated into the light housing and settled around the lens. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.